Event description:
The complainant reported a patient noted a high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While on support the impella device triggered suction alarms at p9. The patient was maximally supported with pressor medications. A decision was made to maintain the current position of the impella. Subsequently, care was withdrawn, and the patient expired. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome. The patient's peri-procedural condition was critical.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.